Manufacturer narrative:
The referenced video system was returned for service/repair. The service evaluation confirmed the problem was likely with the wa50042a as the video system was inspected and tested and there were no abnormalities identified. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that ¿when the customer connected the wa50042a to the visera elite video system center and turned on the power, the screen turned black an no image was displayed. No error message was displayed. Event if the same operation was tried again, the image did not appear so the wa50042a was replaced with another videoscope, and the image came to appear.¿ the laparoscopic surgery was performed and completed using the same visera elite video system center. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.